Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 10.6 mmol/l. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the battery and battery cap is corroded. Customer's mother advised they replace the battery every 2 days and continue to receive motor error. Customer's mother advised they also have no delivery alarm. Customer's mother does not want to troubleshoot for any issues. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump was received with corroded battery cap contact. The insulin pump was unable to verify excessive no delivery alarm and motor error alarm due to blank display anomaly. The motor passed motor test. The drive support disk was inspected and no anomaly was noted. No alarm on alarm history screen. The insulin pump was unable to perform the displacement test due to blank display anomaly. The insulin pump was unable to verify low battery due to blank display anomaly.